Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic nephrectomy procedure. There was problem unloading the device. There is a reload still on both manual stapling handles. The manual stapling handles were not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. A second manual stapling handle was opened but the same problem occurred. In order to resolve the issue and complete the case, opened a third manual stapling handle and that worked. There was no patient harm.